Manufacturer narrative:
Manufacturer¿s investigation conclusion: the centrimag 2nd generation primary console (serial number: (B)(6) was not returned for analysis and no log files were submitted for review. The reported event of ¿motor disconnected: m2¿ alarms was isolated to the returned centrimag motor (serial number: (B)(6) and is addressed via the motor investigation. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag motor would not connect to the console. An m2 alarm was present. There was a motor disconnected error and the site thought the cable was bad. The motor was removed from service, and a loaner was requested as soon as possible. There were no patients involved, as this was going to be used as a back-up system.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.